Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was calling to see if they could remove their implant. Patient stated he had a burning pain in right thigh that was stemming from buttocks where device was implanted down to knee. Patient stated the burning sensation was very intense for 18 hours straight. Patient stated he currently has burning sensation but it was not as bad as it was. Patient stated if he rubbed over his upper left thigh it goes numb and starts burning as well. No further complications were reported/anticipated.